Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and loss of capture during a follow-up in clinic. The lead was explanted and replaced without any adverse consequences to the patient.